Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged five days post implant. A revision procedure was performed. The lead was explanted. A epicardial lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Additional information was received that the field representative reported the incorrect model and serial number of the left ventricular (lv) lead. Also, information was received that the lv lead dislodgement occurred during the implant procedure. No adverse patient effects were reported. The lead is not available to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.